Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after non-sustained vf episodes due to noise were observed via remote transmission. The patient was asymptomatic. Noise was reproduced with hands above head. The lead was capped and replaced on (B)(6) 2016 without issue. The patient was stable following the procedure and will continue to be monitored normally.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.